Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the blower assembly. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the issue occurred during the setup of the device. The device produced a blower stall and blower high temperature alarm. The customer biomedical engineer (bme) was able to duplicate the issue and confirmed the two alarm error codes in the device event log. There was no output at the patient outlet, the cooling fan was confirmed to be operational, and the blower connection to the motor controller (mc) printed circuit board assembly (pcba) was confirmed to be good. The customer requested the advised part information for repair of the device issue, and the rse provided the part information for the blower assembly. In a response received from the customer, it was confirmed that a replacement blower assembly was ordered, delivered, and installed in the device. The customer confirmed that the device issue was resolved, and that the device is now fully operational. Following the repair of the device, the customer completed preventative maintenance testing to confirm that the device could return to service.